Manufacturer narrative:
(B)(4).

Event description:
Intestine cancer [intestinal carcinoma]. Cannot eat [unable to eat]. Bad chewing [chewing difficulty]. Problem in stomach [abdominal discomfort]. Case description: this case was reported by a consumer via (B)(6) interactive digital media and described the occurrence of intestinal carcinoma in a female patient who received gsk denture adhesive (formulation unknown) (corega denture adhesive formulation unknown) unknown for denture wearer. This case was associated with a product complaint. On an unknown date, the patient started corega denture adhesive formulation unknown. On an unknown date, an unknown time after starting corega denture adhesive formulation unknown, the patient experienced intestinal carcinoma (serious criteria gsk medically significant), unable to eat, chewing difficulty, abdominal discomfort and product complaint. On an unknown date, the outcome of the intestinal carcinoma, unable to eat, chewing difficulty, abdominal discomfort and product complaint were unknown. It was unknown if the reporter considered the intestinal carcinoma, unable to eat, chewing difficulty and abdominal discomfort to be related to corega denture adhesive formulation unknown. Additional details: reporter stated that he did an implant 10 years ago and protocol broke, it had been 3 years that patient was using corega to fix the protocol but just for aesthetic of her smile, she cannot eat and uses 3 tubes a month. Patient stated that really need to fix the protocol but had no money. Patient is with a bad chewing which lead to a stomach problem, during this period patient also had intestine cancer.